Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a 30k fsi-sli-10s insert, pkd insert is getting hot. No injury occurred.

Manufacturer narrative:
Visually inspected and verify the insert does not have water flow issue but has bent laminate stack. The insert was tested on a digital thermometer i.d. #6116a due date:08/31/2022. The temperature was 89.6°f, no fault found. The specification states are not to exceed 118.4°f. (Per frs-9175 rev.9, on 4.1).